Event description:
It was reported that the output connector for the external pulse generator (epg) was broken. It was indicated that it would be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was not able to confirm the customer comment that the output connector was broken. Analysis did note that the high rate cover was damaged, the upper and lower cases were contaminated and broken, the side bail covers were contaminated and damaged, the ring was missing and the control knobs, heart wire block, battery drawer, battery latches, main seal, output connector, main keypad and heart lead flex were contaminated. It was to be scrapped in-house.

Event description:
It was further reported that the generator was returned as a trade-in device.